Event description:
The facility representative reported a flo-gard infusion pump with a broken door. This condition was found during routine inspection (round) in the emergency room. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the customer reported problem of ?door broken" was confirmed during evaluation the cause of the problem was physical damage to the door. Service replaced the door to fix the problem. Should additional information become available, a follow-up medwatch will be submitted.